Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery gauge and insulin gauge were observed to be depleting quickly then jumping back up for the past month. The customer's blood glucose (bg) level was 500 (mg/dl). A bolus was delivered to address bg level. Review of pump data logs by tandem technical support for the past 5 days was unable to confirm the reported battery and insulin gauge fluctuations.